Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. Visual inspection showed the pump was in good condition. Functional testing was performed. The defective upstream occlusion (uso) sensor was noted, and the complaint was confirmed. The uso sensor was replaced. The device passed all functional testing after repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump had air sensor unattached and falling off and the dso seal is bubbled, the event occurred during testing.